Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2021. It was reported that the pump and catheter were replaced on (B)(6) 2021. It was reported that the patient's pump was due for replacement because it was at end of service (eos). The pump mobility in the pocket was determined to be due to the pump not being sutured down. The old pump was disposed of as there were no concerns with the pump being at eos.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc; serial# (B)(6); explanted: (B)(6) 2021; product type catheter. B5, section d, h6: updated to reflect the information received on 2021-aug-10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding the reason for pump replacement it was indicated that the patient felt that the pump was uncomfortable and was moving around a bit in the belly.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(6) product type catheter b2 update: intervention required was selected in the report regarding additional information received. The type of reportable event was updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received (pump replacement due to moving around and uncomfortable). The previously applied method code 4115 and conclusion code 22 remain applicable to the catheter. The method code 4114 and conclusion code 67 in this report pertain to the pump. The results code 3221 is applicable to both the pump and catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(6) explanted: (B)(6)2021 product type catheter b5: updated to reflect the information received on (B)(6)2021. Annex g codes added to reflect most likely contributory component medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer's representative (rep) on 2021-aug-12. It was confirmed that the event was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# / serial# (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 2009-11-26 , UDI#: (B)(6) b2 correction/update: the initial report indicated surgical / medical intervention required regarding outcomes attributed to adverse event which is no longer applicable regarding additional information received. H1 correction/update: the type of reportable event was changed from previously being a reportable serious injury to now a reportable malfunction given additional information received. H6 correction/update: the annex f code f1205, f1905 and f12 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s age and weight at the time of the event would not be disclosed. The pump associated with the event was model 8637-40 with serial number (B)(6). The catheter associated with the event was model 8709sc with serial number (B)(6). The new segment of catheter that had been attached was a model 8598sc. Prior to surgery, there had been no issues with the catheter. It was indicated that the catheter segment was already being removed as the pump was being repositioned requiring additional catheter length. It was during the removal that the old catheter segment was nicked, but this made no change to the intended procedure. The catheter would not be returned to the manufacturer as it was discarded by the healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter . Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign healthcare provider) regarding a patient who was receiving an unspecified drug of an unspecified concentration at an unspecified dose rate via an implantable pump for unknown indications for use. It was reported that the patient was having a pump replacement today (B)(6) 2021 and the physician nicked the catheter resulting in the placement of a new catheter. It was noted that they filled the pump but did not prime the internal pump tubing. It was reviewed that they could consider priming with a back table prime and then the patient would go an amount of time with no drug. The company representative was heading to surgery and had to end the call.